Manufacturer narrative:
During review of the procedure after the fact, the physician stated he had created a dissection prior to oa while using an angioplasty balloon and that oa should not have been used on the patient given the dissection. Based on this information, it is possible that inappropriate use of the system in an area with a preexisting dissection contributed to the perforation. However, the results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Difficulty due to severe stenosis was encountered during advancement of the viperwire guide wire through a lesion in the mid circumflex artery (cx), which was heavily calcified. Three treatments were performed with the orbital atherectomy device (oad), and the tip of the guide wire fractured in the distal cx. The oad reportedly had not contacted the spring tip of the viperwire. The viperwire and oad were removed from the patient. The vessel was re-wired, and a stent was deployed. Thereafter a perforation occurred during retrieval of the guide wire fragment. Heparin was reversed, and the bleeding was stopped with angioplasty balloon inflation for 20 minutes. The patient remained stable and was kept in the ICU for overnight evaluation.